Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The doctor reports patient at status post left total hip from (B)(6) 2016 has a peri prosthetic fractured due to a stumble and needs to be repaired. The doctor decided to perform the revision through the posterior approach using a restoration modular hip stem. The stem was removed easily due to being loose. Once removed the femur was prepared per the restoration modular surgical technique. The new stem was implanted. A trial reduction was performed. Satisfied with stability and leg length the final head was impacted and surgical site closed.